Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump was unable to verify alarm and battery out limit alarm due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error, battery out limit and displayable history crc check failed at startup error on the insulin pump. The customer's blood glucose was 329 mg/dl. The customer's mother stated that her daughter's pump was acting funny. The mother stated that her mother removed the batteries and the pump alarmed battery out limit. The mother also stated that the buttons on the pump were unresponsive. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.